Event description:
User facility reported that following several unsuccessful cavity integrity assessment (cia) tests a novasure procedure was aborted. The physician removed the disposable device and did a hysteroscopy. No perforation was noted but visualization was difficult and the physician felt certain he had perforated the uterus, and the ablation procedure could not be performed. During follow-up in 2009, it was reported that a hysteroscopy, dilatation and curettage (d&c), and sounding (sound was not a hologic device) were done prior to the attempted uterine ablation. It is not known when this perforation occurred or what instrument may have been the cause. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.